Event description:
It was reported that the device had an error message: syringe flange was not in place. The event occurred while in use with the patient. There was a delay in therapy, about 10-15 minutes, to find a replacement and reload a new pump. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received in good condition with no appearance of any physical damage. Per functional testing, a syringe test and flange sensor test were performed multiple times and no problem found. Device is working as intended, unable to duplicate the complaint. Repair was not needed due to no problem being found on the device. The device passed all the functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.